Event description:
It was reported by the affiliate that during a lap chole procedure, the threadstick from handpiece is broken, pt is ok. No pt consequence.

Manufacturer narrative:
455933-0. Date sent: 06/12/2006. A1, 2, 3, 4; b6, 7; d11; h8: information not provided by affiliate. H4, 6: information anticipated, but unavailable at this time.